Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio: 5.1, reference: 3.4, mean: 4.25, confidence limits: 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr result from (B)(6) 2011 was excluded because testing was done on a separate day. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Trouble shoot found strip may be damaged from extreme temperature. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No reference was made test time within 3 hours. Retained strip test record has been reviewed. No similar result has been observed in in-house tests. (B)(4) due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab. Date: (B)(6) 2011, inratio: 5.1. Lab: 3.4; (B)(6) 2011, 5.6. Pt's target therapeutic range is 2.5-3.5.